Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and visual inspection did not revealed any damage to the conductor wire. The instrument also passed the electrical continuity test. Failure analysis could not verify the customer reported event. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of the broken conductor wire cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no broken conductor wire. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event; however, the grip cable was noted to be frayed. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing it was discovered that the 8mm force bipolar instrument had conductor wire damage. There were no reports of patient involvement.